Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿ this report is number 5 of 6 mdrs filed for the same event (reference 1825034-2015- 01473 & 01475 / 01478 & 01492).

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, patient underwent revision procedures on (B)(6) 2002, (B)(6) 2004 and (B)(6) 2008 due to unknown reasons. Patient was further revised on (B)(6) 2015 due to subluxation. The modular head and constraining ring were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and should not have been reported. The initial report should be voided as it was submitted in error.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date with unknown product. Subsequently, patient underwent revision procedures on (B)(6) 2002, (B)(6) 2002, (B)(6) 2004, (B)(6) 2008, and (B)(6) 2008 due to unknown reasons. A further revision procedure has been indicated due to subluxation; however, no revision procedure has been reported to date.